Event description:
It was reported that the bd alaris gravity set had flow issues. The following information was provided by the initial reporter: they have had difficulty infusing secondary infusions from glass bottles recently, with latest issue on (B)(6) 2025 where patient received half dose and infusion stopped delivering with vent open. Hanger is fully extended. Issue is not pump specific. Reports no harm, with pain management plan potentially altered as glass bottle was infusing pain medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the infusion set did not indicate any damages or abnormalities on the sample. The infusion set was then primed and checked for flow issues - fluid blockage. The secondary set was connected to a bd primary set and a simulated infusion was conducted at 125 ml/hr. There were no flow issues - fluid blockage identified. The customer complaint of flow issues - fluid blockage could not be confirmed. A root cause analysis was not conducted as the failure could not be replicated. A device history record review for model 10016073 lot number 25023012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.